Event description:
Pt in ICU. Anesthesiologist exchanged a double lumen 39 fr. Tube for an 8.5 fr. Ett over a 19.0 cook catheter. It was difficult to pass, so he switched to a pediatric catheter, which was used successfully. A bronchoscopy was done a few hours later and a foreign body was incidentally found and removed from the right bronchus. It was yellow with a plastic-like appearance. The tubing and catheter could not be retrieved as trash had been emptied. Subsequently, the incident was reproduced using another 39 fr. Dlt and a 19.0 cook catheter, with a thin piece of the catheter being sheard off by the bifurcation in the dlt and remaining in the dlt. Report also sent to mallinckrodt.